Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported pump stop; however, a specific cause for this event could not be conclusively determined through this investigation. The submitted log files collectively contained events from (B)(6) 2024. The files captured 2 pump resets on (B)(6) 2024. The cause of the pump resets could not be determined because the data from that time range had been overwritten by newer events. The pump appeared to function as intended at the fixed speed after restarting. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the patient handbook, are currently available. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 6 of the IFU, ¿patient care and management¿ (under ¿postoperative patient care¿) explains that if the pump loses external power, it may stop. If the pump stops, then the pump will not re-start unless external power is applied to the system controller. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a review of the log file showed two driveline disconnects. One was between 02mar2024 and 03mar2024, and another later on 03mar2024.